Event description:
There was no injury to patient. The device has three cycles to complete, however, it only completed two cycles. The device was removed from the sterile field and the resource nurse was notified.